Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the connections were not properly secured. The field service engineer cleaned contacts and secured all connections to address the issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported when using the pyxis medstation es system, cubie experienced a failure and was unable to recover. The customer reported that the drawer failure resulting delay in dispensing of the medication to the patient. There were no adverse events or injuries reported based on this incident.